Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the phenomenon cannot be established at this time. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that during a procedure, the evis exera iii video system center had e315 error code. The customer replaced the cv-190 with and the error was cleared. The physician was able to complete the procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Customer reported error e315 during a procedure, the cv-190 was replaced and the error was cleared. Tac advised customer to wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry and connect the device to the light source. Additionally, tac advised customer to verify or reset maj-1933 and maj-1941 (brightness, white balance & nbi) communication cables. Verify color bars are present on the monitor without a scope installed in light source. Verify the endoscope connector was clean and free of debris. Furthermore, tac advised customer not to hot swap scopes in the future but power down to remove and install scopes with light source. Error must be cleared before trying additional scope or the same error will appear on any other scope used. Customer will attempt to locate the scope that was in use when error occurred as well as attempt multiple scopes to isolate issue further. Tac closed the case since the issue was resolved after changing the cv-190. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.